Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, firing could not be performed. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. No patient injury.